Manufacturer narrative:
Obstruction, release pedal.

Event description:
It was reported by service report that the stretcher would not raise up. No pt involvement or adverse consequences are reported.